Manufacturer narrative:
Due to character limitation in e1, event site details are as follow - initial reporter name is (B)(6). Updated fields - b4, e1 (initial reporter, event site telephone), g1, g3, g6, h2, h6 (type of investigation, investigation findings, component codes, investigation conclusion), h11. Corrected fields - b7, e3, h6(medical device ¿ problem code). A getinge field service engineer (fse) evaluated the unit, reset the frond end board connections and found dry moisture on transducer and front end board. The fse ran unit on trainer and balloon for 4 ran hours with no visible error. During a second visit, the fse ran trainer and the balloon for five hrs with no error. During a third visit the customer reported to fse that unit had a system failure error. The machine was ran on a trainer and balloon for 3 hrs and the fse suspected that the drive manifold was defective and part needed to be replaced. The drive manifold (0104-00-0018) was replaced by the fse and the unit was ran on a trainer and balloon for more than 4 hrs. After the unit was being observed for 48 hrs, no errors were found on the unit. All functional and safety test performed.

Manufacturer narrative:
Due to character limitation in e1, 1. Full event site name is (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported on (B)(6) 2025, that cs100 intra-aortic balloon pump (iabp) showed electrical test faild code #118 during use on patient. The patient has died. Customer also reported that a system failure error occurred on (B)(6) 2025.